Manufacturer narrative:
Patient is (B)(6) years old, manufacture date: may 2011 a shunt stenosis in the medial, moderately tortuous v. Brachialis with a degree of stenosis of 80% was treated. The passe-35 balloon was successfully inflated 4 times (without inflation device, therefore no pressure control possible). The balloon ruptured during the 5th inflation. After that, it could no longer be retracted into the used 7-f introducer sheath. The catheter was then pulled out of the introducer sheath by the user under exertion of considerable force, and the tip of the balloon fractured in the process. The returned instrument underwent a technical analysis, and the production documentation was reviewed to determine whether a deviation in the manufacturing process might be the possible cause. The balloon of the catheter provided for analysis underwent a microscopic analysis. The analysis showed a transversal tear of the balloon about 53 mm distal of the proximal balloon welding. The distal balloon part with tip was not returned. According to the instructions for use, the rated burst pressure (rbp) may not be exceeded. This must be ensured by using a pressure measuring device. According to the information from the hospital, the balloon was repeatedly dilated without an inflator (commercial disposable syringe), i.e., a pressure control as it is required was not possible during the inflation. In addition, we point out in the instructions for use to retract the dilatation catheter from the patient together with the introducer sheath if there should be a remaining resistance during the retraction of the balloon after several dilatation steps. The check of the production documentation did not show any deviations in the manufacturing process. The product was produced in accordance with specifications and met all requirements of in-process and final testing. The ultimate cause for the reported event could not be determined.

Event description:
Ous MDR - the balloon ruptured in patient at the 5th inflation. Withdrawal through the sheath was only possible with high resistance and the balloon separated. The tip of the balloon remained in patient and had to be removed surgically. No parts of the device remained in the patient. The patient was discharged home. The vessel being treated was the vena brachialis, which has a stenosis degree of 80%, lesion length was 60 mm and the vessel diameter was 8 mm.

Manufacturer narrative:
Patient is (B)(6).